Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a device change out due to eri, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was explanted and will not be returned.